Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe is leaking with a bd 60ml syringe luer-lok¿ tip. This occurred on 6 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 309653, batch no. 7326568. It was reported the syringe is leaking when filled.

Manufacturer narrative:
Investigation: forty-two (42) samples were received from the customer for investigation. Four (4) of the returned unopened samples were selected at random and leak tested by a quality control representative. None of the samples leaked when tested; however, CAPA#55639 has been initiated to further investigate this issue. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the syringe is leaking with a bd 60ml syringe luer-lok¿ tip. This occurred on 6 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no. 309653, batch no. 7326568. It was reported the syringe is leaking when filed.